Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Describe event and relevant tests updated. (B)(4).

Event description:
It was further reported that at the time of the index procedure the patient presented with chest pain. In (B)(6) 2011, 80% stenosis located in the mid left anterior descending (mid lad) artery was treated with placement of a promus stent with 0% residual stenosis. In addition, a non-target lesion located in the 1st obtuse marginal (om) with 80% stenosis was treated with placement of a promus stent with 0% residual stenosis. Core lab notes from (B)(6) 2011 study stent patent. Remote tvr (target vessel reintervention) to mid lad and non tvr to 2nd om branch. In (B)(6) 2011, the patient had increasing shortness of breath and weakness. The patient "refused to come to hospital and the patient was followed on hang up". Two days later, the patient was not breathing and was immediately brought to emergency department where he was placed on a monitor and was found to be in a systole. The patient was "evaluated for cardiac arrest" upon admission, physical examination on the coma score eye opening was 4, verbal response was 5, and motor response was 6. The patient was immediately intubated, CPR was begun, epinephrine was administered and rhythm went into ventricular fibrillation. A repeat shock rhythm a systole was experienced by the patient and sodium bicarbonate and epinephrine x3 was administered with no return of sinus rhythm and no cardiac activity was noted. Support was withdrawn and the patient expired.

Event description:
(B)(6). It was reported that following a coronary artery treatment procedure the patient experienced worsening coronary artery disease. The target lesion was located in the distal left anterior descending (lad) artery with 90% stenosis, a length of 16.0 mm and reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and successfully implanted a 2.75 mm x 20 mm (B)(6) study stent and post-dilatation with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) post index procedure the patient was admitted with worsening coronary artery disease. (B)(6) post index procedure, the mid lad was treated with placement of a 2.75 mm x 12 mm non bsc stent with 0% residual stenosis. A lesion in the 1st obtuse marginal was also treated during the procedure. The patient was discharged (B)(6) later.